Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was also noted that the right ventricular (rv) lead exhibited diminished sensing of the r-wave. The clinician plans to reprogram ventricular sensitivity. Both leads remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.